Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment at a time when the mobile meter was unavailable for use due to error within specifications. Strips not available for return, return of the meter was requested, replacement was sent.